Manufacturer narrative:
No patient information provided as no patient was involved in this concern. It was later reported that the imaging system was replaced. The replaced system has not been received by the manufacturer for further analysis.

Event description:
A medtronic representative reported that the site was intermittently receiving an error on 3d spins. The system displayed "3d mode disabled navigation connected but not ready" and the logs showed a generator overload error. There was no patient present when this issue was identified.